Event description:
It was reported that this pacemaker system exhibited out of range pacing impedances on the right atrial (ra) lead. The device was programmed vvir, where the ventricle is paced, sensed, and the pulse generator inhibits pacing output in response to a sensed ventricular event. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited out of range pacing impedances on the right atrial (ra) lead. During the patient's implant procedure the ra lead was unable to be implanted due to the patient's condition. The physician elected to plug the patient's ra port. The out of range pacing impedance measurements occurred as the daily measurements for the ra lead were not programmed off. The device was programmed vvir, where the ventricle is paced, sensed, and the pulse generator inhibits pacing output in response to a sensed ventricular event. This ra lead was never in service, and the pacemaker remains in service. No adverse patient effects were reported. Additional information was received that this device was explanted due to normal battery depletion (nbd) and returned to boston scientific. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole in the rv seal plug. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings, except for battery usage for inductive telemetry. This is expected due to low battery voltage. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Correction to fields b3 date of event, and b5 describe event or problem.

Event description:
It was reported that this pacemaker system exhibited out of range pacing impedances on the right atrial (ra) lead. During the patient's implant procedure the ra lead was unable to be implanted due to the patient's condition. The physician elected to plug the patient's ra port. The out of range pacing impedance measurements occurred as the daily measurements for the ra lead were not programmed off. The device was programmed vvir, where the ventricle is paced, sensed, and the pulse generator inhibits pacing output in response to a sensed ventricular event. This ra lead was never in service, and the pacemaker remains in service. No adverse patient effects were reported.